Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead during an episode of ventricular fibrillation (vf). As a result, high voltage therapy was not delivered to treat the vf. The vf self-terminated. No intervention has been performed. The lead remains implanted and will continue to be monitored. The patient was stable.